Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tenaculum forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube, as a result the seal was found attached to the instrument. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument clamp was completely removed from the sheath, broken cable, impossible to straighten to remove it from the trocar. The procedure was completed with no reported injury.